Event description:
It was reported that issues occurred while using three side-firing surgical fibers during a prostate procedure. The aiming beam of the first fiber used was observed to be forward-firing at 65,869 joules and 11:14 minutes time expended . While using the second surgical fiber, a flash of light was observed at 43,851 joules and 6:45 minutes time expended, and the fiber stopped working/no aiming beam was visible. While using the third surgical fiber, diminished tissue vaporization efficiency was observed at 56,143 joules and 8:80 minutes time expended. The case was completed using an alternate procedure (turp). Outcome: "no patient injury". This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2090-320h-(B)(4): the glass cap is detached halfway; the fiber/glass cap is fractured distal to glue zone; the glass cap does not show signs of melting or detritus; the heat shrink tube shows signs of tear near the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.